Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. During the investigation the device functioned as expected. Mmdg could find no problems with the returned devices.

Event description:
The initial reporter stated that they had an issue with air in the line. They also stated that the patient had been hospitalized twice because they couldn't infuse. They did not state if the patient went to the emergency room or if the patient was admitted to the hospital. Mmdg did follow up with the initial reporter who also stated that the patient had no further issues. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned no investigation could be completed. A DHR review was performed and found no non-conformance's. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air in the line. They also stated that the patient had been hospitalized twice because they couldn't infuse. They did not state if the patient went to the emergency room or if the patient was admitted to the hospital. Mmdg did follow up with the initial reporter who also stated that the patient had no further issues. [(B)(4)].